Event description:
Customer reporting 2 alleged false positive sars results. Customer communicated they were confirmed sars positive 2 weeks prior but as of 3 days ago tested positive 2 times with quidel qv but negative with another brand of rapid antigen and pcr. Report 1 of 2.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.